Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon noticed that the threads were marred on the helical blade guide sleeve and the associated compression nut. The surgeon used a spanner wrench to force the helical blade guide sleeve into the proper position. The procedure was completed without broken pieces. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received showing post manufacturing scratches and nicks around the diameter of the spanner portion. The buttress/compression nut was function tested with the blade guide sleeve and threaded on as required up to the point where the threads were damaged on the blade guide sleeve. The damage on the mating part thread was outlined previously. Damage was not located on the threads. All of the features checked met specifications. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 2 of 2 for this complaint (B)(4)